Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification electrically during functional tests as error codes, battery voltage and pacing operation were noted. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer analyzer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.